Manufacturer narrative:
Examination of the returned devices could not confirm the complaint. A functional check with the trial ball and neck segment found the two mating components fit tight together as intended. A previous investigation found (B)(4) was implemented in (B)(6) 2005 to add suture holes in order to secure the trial head to the surrounding tissue and an x-ray wire was added to allow the end user to locate the head trial if it became loose in the wound. The complaint sample was manufactured in 2008 and confirmed to have the suture holes. A preliminary risk assessment 103185810 was conducted on (B)(6) 2015 and determined no patient risk. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial head detached from the neck segment and went into the pelvis. Patient was revised (B)(6) 2016 to remove the trial.